Event description:
Quality control results for total t3 were biased high and total beta-hcg were biased low. This scenario is consistent with a malfunction which could cause false negative ckmb, beta-hcg, and tpnl results. There was no report of pt harm as a result of this occurrence.